Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had scope communication errors (e226, e227, e238). The issue was found during set up / inspection for use for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
Updated: b, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure "scope communication error e227 was confirmed but scope communication errors e226 & e238 were not confirmed. Based on the results of the investigation a root cause could not be identified. The most probable cause of this complaint is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.